Event description:
A mayfield skull clamp was involved in a slippage prior to a surgical procedure. The reporter described the incident as; the mayfield skull clamp pins slipped before the procedure started. The pins were changed and the procedure was not delayed. No pt injury occurred as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.